Event description:
Patient reports some parts of the aligners hurt with some bleeding when patient flosses on left bottom side. The aligner is uncomfortable and causing damage. Dentist stated nothing wrong except for some gingivitis and to use an electronic toothbrush. Subsequent information stated the teeth look good/pretty straight and that the bleeding was from gingivitis.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.